Manufacturer narrative:
(B)(4). Concomitant medical products: us-115740 humeral component, lot 115220; 118001 taper adaptor, lot 381590; 113053 humeral head, lot 101640; 113956 glenoid base, lot 468830; pt-113950 regenerex peg, lot 304740. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08878, 0001825034-2018 - 08879, 0001825034-2018-08880. Still implanted.

Event description:
It was reported patient underwent a right total shoulder arthroplasty. Subsequently, the patient experienced a popping sensation/noise in the operative shoulder, beginning approximately three (3) months post-operatively. Numbness, tenderness, and muscle fatigue/spasms in the operative arm were further reported at two (2) year follow-up. Pain with crepitus, instability, and impingement have been reported as ongoing. The patient has not been revised and is monitored within the study. No further information is available.

Manufacturer narrative:
It was determined this device did not cause or contribute to the reported event. Please void this submission.

Event description:
No further information is available.